Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported needing a pocket revision because the ins was too low. The patient stated that they could not sit and it was hurting the patient. No device malfunctions were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.